Manufacturer narrative:
Method:device history review; complaint history review; risk assessment; results: the device was confirmed to have been implanted for over 3 years. It is highly likely that the length of implantation contributed to the event. However, because the device was not received back, additional testing cannot be performed to aid in root cause analysis. Conclusion: the root cause cannot be determined conclusively.

Event description:
It was reported that; the rod was broken after implantation. Revision surgery performed.

Event description:
It was reported that; the rod was broken after implantation. Revision surgery performed.